Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed.

Manufacturer narrative:
Due to dangerous goods restrictions, the device is unable to be shipped overseas back to physio from hong kong, making it unavailable for further evaluation. Therefore, the reported issue could not be verified or duplicated. The customer received a replacement device. No root cause was determined. H3 other text : device not returned.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed.